Event description:
Consumer states that the footrest do not hang correctly, they are lopsided. Update: 1.15.15. New information, customer reported out of box failure. The right side (when sitting in chair) footrest will not lock into place. It will just swing in and out and will not lock.